Event description:
It was reported from (B)(6) that after the patient exchanged one controller for the back-up controller, the lcd display of the controller was functioning on the left side only with flow not displayed on the right side. Parameters showed as normal when connected to the monitor. The controller was exchanged to a fully functional unit. There was no effect on the patient; he was asymptomatic. It was indicated that the device will be returned to the manufacturer for evaluation; however, it has not been received.

Manufacturer narrative:
One controller ((B)(4)) was returned for evaluation on (B)(4) 2015. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. DHR review found evidence that a rework was performed on (B)(4) 2011. The reason for the rework was: "trapped loctite between overlay and lens." This may have contributed to the device's malfunction. Upon completion of the review, it was concluded that the unit met the internal requirements prior to its quality assurance release process. The reported event was confirmed through functional testing. Analysis of the device revealed that the device failed to meet specifications; the device passed visual examination but failed functional testing due to the right side of the controller lcd failing to display information. The confirmed malfunction is related to the reported event. The most likely root cause of the failure is a faulty display board, which likely contributed to the event. The instructions for use (IFU) and patient manual include a reference guide and a warning to keep spare, fully charged batteries and back up controller available at all times. It also provides information about proper care of the system and what to do in case of an emergency. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Any additional information received will be submitted in a supplemental report when the manufacturer's investigation has been completed. Device remains implanted.